Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of 5fu (5-flurouracil), at the rate of 4ml/hr, with a vtbi (volume to be infused) of 184ml, for a duration of 46hrs and the delivery was started. No further programming parameters were provided. On (B) (6) 2009 at an unspecified time, the customer contact reported the display indicated 184ml had been delivered; however, the container was "still full." The doctor was notified. The device was removed from clinical service. Therapy was resumed using a replacement device. No further medical interventions were required. The customer contact stated there was no change in pt status. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.08 ml from an expected delivery of 20ml. Delivery accuracy for this device requires a delivery of 20ml +/-5%. The device history was downloaded at the mfg facility. A review of the history indicated on (B) (6) 2009 at 0854, the device was programmed to deliver in the continuous mode only in ml, with a rate of 4ml, a 184ml vtbi, no kvo was selected, a 210ml container size and a 2ml air sensitivity and the device was powered off. On (B) (6) 2009 at 1358, the device was powered on. Between 1359 and 1402, the cassette was inserted, a priming volume of 8.8 ml was indicated and the device was powered off. At 1558, the device was powered on. At 1603, the delivery was started. The history indicated a new date stamp for (B) (6) 2009 and (B) (6) 2009. On (B) (6) 2009 between 1344 and 1345, the delivery was stopped and started. At 1357, the delivery was stopped and the device was powered off. A review of history shows the programming as described by the customer. According to the history, the pump delivered as programmed. (B) (4)